Event description:
It was reported the patient developed an infection at the implantable pulse generator (ipg) pocket site. Medication was given and the device was explanted. The physician assessed the event to be causally related to the procedure, and not related to the device hardware or stimulation. Additional information was received that the infection site was the patient's buttock, and the patient had been admitted to the hospital and discharged the same day. The patient did well post-operatively.

Event description:
It was reported the patient developed an infection at the implantable pulse generator (ipg) pocket site. Medication was given and the device was explanted. The physician assessed the event to be causally related to the procedure, and not related to the device hardware or stimulation. Additional information was received that the infection site was the patient's buttock, and the patient had been admitted to the hospital and discharged the same day. The patient did well post-operatively. Additional information received stated the patient was explanted approximately a month after being admitted to the hospital due to the reported infection.

Event description:
It was reported the patient developed an infection at the implantable pulse generator (ipg) pocket site. Medication was given and the device was explanted. The physician assessed the event to be causally related to the procedure, and not related to the device hardware or stimulation.